Manufacturer narrative:
Follow-up #1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touchverio2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6), 2015 at 23.17pm. The patient alleged obtaining inaccurate results of "5.1mmol/l" before her inject and "3.5mmol/l" after her injection, with the subject meter. It unknown if the results would/would not meet lifescan's accuracy criteria as the comparison is against their feelings and/or normal readings. The patient manages her diabetes with insulin (no-adjustments). It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The patient claims she developed symptoms of "sweating, cold, cramps and could not walk" at an unknown time on (B)(6), 2015, the patient does not recall if the symptoms started before or after the product issue, however did confirm she thought the meter could have cause the hypoglycemia excursion. The patent alleged self-treatment by slowly being able to eat on (B)(6), 2015 at an unknown time. The patient told the cca that she took 3 hours to recover. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, as the patient does not have their test strip any more the cca was unable to ascertain if the test strip were open past their discard or expiry dates and the test strips were stored correctly. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury.